Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that the computer for pre-op planning was slow. It had no impact on the patient.

Manufacturer narrative:
It was reported that there was a lag on the computer for pre-op planning. Device history record review and complaint history review were not performed based on the low severity of this complaint. The CT exam contains 432 slices, which is far over the IFU recommendation. Therefore, it is probable that the slowdown noted by the user was due to the management of this too important amount of images. The lack of the logs does not permit to confirm the number of slice that the user selected to load in the software. The event is non-verifiable.

Event description:
It was reported that the computer for pre-op planning was slow. It had no impact on the patient.

Event description:
It was reported that the computer for pre-op planning was slow. It had no impact on the patient.